Manufacturer narrative:
.

Event description:
It was reported that a doctor wanted to use their versajet however they could not get connect any hand piece to the console. This led to a 40 minute delay in surgery. No patient harm was reported.